Event description:
Related manufacturer reference number:2017865-2023-39262 related manufacturer reference number:2017865-2023-39263 it was reported that patient's atrial, right ventricular (rv), left ventricular (lv) lead was dislodged due to twiddler. It was also noted that the atrial and lv lead exhibited loss of sensing, loss of capture, high out of range pacing impedance. The leads were explanted and replaced. The patient was stable.